Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat a 90% re-stenosis of another company's stent, in the proximal lcx. There was mild tortuosity and moderate calcification. The 3.5 x 20 mm voyager balloon catheter was delivered, however, during the first inflation the balloon ruptured at 10 atm. Another company's 3.5 x 15 mm balloon catheter was used and the lesion was dilated at 20 atm. No add'l event or patient information is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. Factor that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous and moderately calcified which could have contributed to the balloon rupture. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.